Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when they began to cool the c02 for the trocar, it broke. There was no patient injury.